Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided a conclusive cause for the reported single leaflet device attachment. Cannot be determined. The reported poor imaging resolution is the result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4.. Imaging was difficult due to patient anatomy. The first mitraclip was implanted without any issues. A second mitraclip was advanced and placed lateral to the first clip; however, it was noted that it got stuck in the chords. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was able to be freed and was implanted to stabilize the slda. A third clip was implanted on the other side of the slda. Post procedure mr was reduced to 2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.